Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on the connecting tube and adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The cause of the foreign material remaining in the device is due to leak caused by damage of the air /water-channel. The event can be detected/prevented by following the instructions for use (IFU) sections: -IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.